Event description:
It was reported that bd intima-ii 24gax0.75in prn slm leaked the following information was provided by the initial reporter, translated from chinese to english: patient gao qixiang was admitted to the hospital on (B)(6) 2024 for a lung infection.on the next day at 10:15 pm, intravenous fluids were given using a closed IV needle as prescribed by the doctor. After flushing the tube with the indwelling needle, a leakage of the indwelling needle syringe was found, which was explained to the patient, who expressed understanding. The patient explained the leakage to the patient, and the patient understood. The patient replaced the needle with a new closed IV needle and used it again for venipuncture, and no abnormality occurred afterward.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
1. DHR/bhr review lot# 4081478. 1- this batch of products were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line and cfs package line in may 2024. Work order quantity was (B)(4) ea. 2- review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3- review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. 45psi leakage test is carried out on the retained sample of this batch, and no leakage is found. Please refer to attachment for the test report. Conclusion(s): no abnormalities are found in the process and retained sample. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined.

Event description:
No additional information provided.